Event description:
The sales rep reported that the implanted valve was tested for patency via monometer and flowed appropriately and did not feel that the valve was defective. Upon further pumping and flushing of the valve, the surgeon felt to have it tested. Additional information stated that the device appeared to be working fine but the patient insisted that the valve be removed and evaluated.

Manufacturer narrative:
Please be advised that the patient's initials, gender, and condition were provided.

Event description:
Patient's condition after event: good.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and a needle hole was noted in the needle chamber. This could be due to a sample being taken. It was also noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.